Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed the occurrence of sf188 error indicating a safety assert system fault. Device testing could not reproduce the sf188 error. Also during device evaluation, an sf180 error, indicating a battery charger fault, was observed. The sf180 error could not be reproduced during in-house testing and battery testing found "no fault" with the internal battery. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 188). There was no patient injury reported as a result of this incident.